Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received buttons were not responding and insulin pump received pump error alarm. Blood glucose was 250 mg/dl. Troubleshooting was performed and main menu and arrow down buttons were unresponsive. Customer stated that numbers were not ramping on their own. Customer stated using the down arrow did not allow them to navigate screens. Customer stated using the up arrow allows them to navigate screens. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Device communicated properly with test glucose meter. No error 34 noted during testing. (B)(4).